Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a 57-year-old male was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to st elevation myocardial infarction (stemi) and suspected shock with pressor requirements. Patient was brought to cath lab and found to have thrombus in left anterior descending (lad). While on support, a clot was found in the left ventricle and aorta. Patient also had an active bleed in upper airway with decreasing hemoglobin. Patient had CT scan to assess for bleeding, blood visualized in small bowel and clinically suctioning airway frequently. Patient continued to ooze from all orifices. Upper airway bleeding required blood products, unrelated to impella. Additionally, diminished pulses appreciated bilaterally per nurse practitioner. Fem access remained intact.

Manufacturer narrative:
The investigation of limb ischemia, vascular damage - peripheral vessel, and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 health effect - clinical code 1888 and health effect - impact code 4643 was not included in manufacturer device report.